Event description:
During a laparoscopic gastric bypass procedure, after the first firing of the device with peristrips on the stomach, the staple line started to come apart as soon as the instrument release buttom was pushed. The procedure was converted from laparoscopic to open because the surgeon did not think the anastomosis could be repaired laparoscopically. There was no additional patient consequence.